Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. During in clinic session, hourly ams episodes were noted on the atrial channel due to noise. Programing changes were made. The patient is in a good condition.